Manufacturer narrative:
Qn# (B)(4). The customer returned one spring guide wire in its advancer for evaluation. The guide wire was unraveled and kinked. No obvious signs of use were observed. Visual examination revealed the guide wire was unraveled at the proximal end with five kinks on the guide wire body. The proximal end of the core wire was protruding out of the coil wire. The distal j-bend was not misshapen and still intact. Microscopic examination of the guide wire confirmed the core wire was broken at the proximal weld. The core wire was still attached to the distal weld. The exposed proximal core wire tip was tapered at the point and discolored of separation. Both welds appeared full and spherical. The kinks on the guide wire measured at 260mm, 297mm, 314mm, 378mm, and 423mm from the distal tip of the guide wire. The broken core wire measured 683mm in length, which is within the specification of 678-688mm per guide wire product drawing; therefore, no pieces of the core wire appeared to be missing. The outer diameter of the guide wire measured 0.850mm which is within the specification of 0.838-0.877mm per guide wire product drawing. Functional inspection could not be performed due to the condition of the returned sample. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled and kinked was confirmed through examination of the returned sample. The core wire was broken at the proximal end of the guide wire. The guide wire met all functional/ dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found separated prior to patient use in the clinical setting.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found separated prior to patient use in the clinical setting.